Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not charge the ipg due to other health issues, unrelated to the scs system. The ipg has been inoperable for approximately 6 months. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was replaced for an updated model. Therapy was resumed and issue has been resolved.